Manufacturer narrative:
UDI# corrected; two zeroes were left off on the initial MDR. Manufacturer narrative: the reason for this revision surgery was to address soft tissue pain after 10 years, 9 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 6 prior complaints reported against this part; with 2 of the prior complaints having the same failure mode of pain. This is the first complaint against this lot number. The complaint history does not indicate an adverse trend. The reason for the soft tissue pain was not reported in the complaint. One possible reason could be the ageing implants that could have caused the problem. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Due to java issues, my web trader acct. Is not working. I am sending this hardcopy to avoid the report being late.

Event description:
Revision surgery; due to the patient having soft tissue pain.